Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 3ml ll w/ndl 18x1-1/2 blunt fill had no scale markings on it. The following information was provided by the initial reporter: "bd plastipak 3ml syringe pulled from stock bin in medication room, package opened by rn and rn found that syringe did not have any volume measurement markings on syringe. Upon further inspection pcl did not find any other bd plastipak 3ml syringes without measurement markings in the supply in the unit's med room."